Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Review of the system log files did not show any malfunction; hence, the root cause of the issue is unknown. Fse shut the system down and turned off the power to the system by hitting the braker, then turned the power back, and the system was booted fine and returned to good working condition. No further reports of this issue have been reported. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not boot up successfully. The issue was found outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.